Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure while ligating the vessel in the cystic duct, the loop cannot be pushed and difficult to tighten. Another device was used to complete the case. There was no patient injury.